Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which can be passed on through various routes of transmission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient experienced a post-operative course complicated by tamponade, acute kidney injury and septic shock. The patient was unable to be weaned from the ventilator and had a tracheostomy placed on (B)(6) 2015 and also required a permacath in place for continuous veno-venous hemofiltration (cvvhd). The patient subsequently experienced two episodes of septic shock. Blood culture results were positive for pseudomonas. The patient was discharged to a rehabilitation facility on (B)(6) 2015 with tracheostomy in place, and still requiring cvvhd. He is currently being treated with intravenous cefepime for the pseudomonas infection. Investigation is ongoing.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.